Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 2 mg/ml for a total dose of 0.3997 mg/day and bupivacaine 20 mg/ml for a total dose of 3.997 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported on (B)(6) 2016 the patient reported discomfort at the site of the pump. The entire system (pump and catheter) were explanted/not replaced on (B)(6) 2018. The device disposition was unknown. The patient's weight was (B)(6) pounds. The clinical diagnosis was discomfort at the site of the pump. The event date was (B)(6) 2016. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The intrathecal site/device tract was pump pocket. No further complications were reported/anticipated.